Event description:
Following aaa surgery using the gore excluder, pt's kidneys failed. Five weeks after surgery, pt had to go on dialysis.

Event description:
Following aaa surgery using th gore excluder, pt's kidneys failed. Five weeks after surgery, pt had to go on dialysis.